Event description:
It was reported when using the unspecified bd¿ alaris pump set, the device experienced over infusion. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there was an event of over-infusion of chemotherapy. Verbatim: there was an issue last night on rainbow 7 with a continuous chemo infusion the dose was hung last night around 2230 and should run until around 2300 tonight. This morning it was brought up that instead of ~ 500ml left in the 1000ml initial bag that there was only around 150-200ml left. Looking in uhcare from when the pump was cleared the volumes add up to around 500ml ¿ indicated that around 500ml should be left in the bag. Also doseedge was checked and confirmed that the dose was prepared in a 1000ml bag. The prime volume was run out before starting as well. I was thinking it would be helpful to pull the alaris data/report to see alerts, infusion rates, etc if there was something within the alaris pump? Included xxxxx but I know she is out until (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes d.9. Returned to manufacturer on: 8/30/2021 h.6. Investigation: one used sample was returned. The administration set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during visual inspection. The returned administration set was tested with no anomalies observed. Concentricity inspection of the incident administration set¿s pumping segment found the segment in specifications. The customer complaint that there was an event of over-infusion of chemotherapy could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer. The root cause could not be determined because the issue could not be replicated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd¿ alaris pump set, the device experienced over infusion. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there was an event of over-infusion of chemotherapy. Verbatim: there was an issue last night on (B)(6) with a continuous chemo infusion the dose was hung last night around 2230 and should run until around 2300 tonight. This morning it was brought up that instead of ~ 500ml left in the 1000ml initial bag that there was only around 150-200ml left. Looking in (B)(6) from when the pump was cleared the volumes add up to around 500ml ¿ indicated that around 500ml should be left in the bag. Also dosage was checked and confirmed that the dose was prepared in a 1000ml bag. The prime volume was run out before starting as well. I was thinking it would be helpful to pull the alaris data/report to see alerts, infusion rates, etc if there was something within the alaris pump? Included xxxxx but I know she is out until (B)(6).